Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/14/2025, a sales representative reported via email that an ar-8991 fibertak dx suture anchor had the shuttle suture breaking as soon as the surgeon started to tension the anchor. The surgeon did a mattress stitch and did not seat the anchor before tensioning it. The anchor was left in the fibula. The case was completed successfully. This was discovered during a brostrom procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 3/25/2025: the broken suture was removed. The case was not delayed, and additional anesthesia was not needed. The case was completed using an ar-8990st fibertak dx suture anchor.